Event description:
It was reported that via remote transmission, non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were recommended.